Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an signal artifact monitor (sam) episode due to electromagnetic interference (emi) on the right atrial (ra). Subsequently, oversensing was confirmed. This pacemaker remains in-service.